Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was informed that that the customer was able to remove the stapler and finish the procedure without using universal surgical manipulator (usm) arm 2. During field evaluation, fse replaced usm arm 2 to correct the issue. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced usm arm for failure analysis; however, evaluation/investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Event verification: verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm arm exhibited an issue and was non-functional after the start of the procedure. The surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a customer called technical support to report that the site had a stapler instrument installed on universal surgical manipulator (usm) arm 2 that was stuck on a vessel. During the call, the customer stated that they were rebooting the system. The technical support engineer (tse) further assisted the customer in using the stapler release kit (srk) to open the jaws and release the instrument. The customer confirmed that they were able to successfully remove the instrument. The tse viewed logs and noted system error code 22027 errors on usm arm 2. Tse recommended that site reseat or re-drape usm arm 2. The customer continued with the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the universal surgical manipulator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm, but could not reproduce the reported complaint. The unit tested on an in-house system and passed normal mode. Remote re logged errors of 22030 & 22027. During the inspection of carriage, no debris was found. Fa looked for any signs of contamination, but none was found. The flex cable was checked to be fully connected. The unit went through more testing on the psc fixture test platform and passed all required tests. As a precaution the dof5 and dof6 gearbox assemblies, rotor assemblies, and top plate will be replaced.